Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator kept on beeping. A field service engineer found the refrigerator touchscreen was frozen and unresponsive, requiring replacement. Replaced the sd card inside the refrigerator screen to resolve the issue. After replacement, the touchscreen became responsive and the refrigerator returned to normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator displayed a communication failure error, did not turn off when attempted, and showed an out-of-range temperature reading of 902 degrees; however, the fridge door was accessible. However, there were no delays or adverse events or injuries reported based on this event.